Event description:
Pt underwent an aorto-bifemoral surgical vascular reconstruction in 2004. Two days post surgery, pt developed a cutaneous allergy combined with a nephrotic syndrome (ascites + leg edema + albumin at 3g/l). The nephrotic syndrome and the allergy disappeared within a week after treatment. Graft remained implanted in pt.